Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of field records found multiple flipped bits of product code. The device was downloaded in the field. As received, the pulse generator exhibited normal electrical characteristics and the backup operation did not recur during testing.

Event description:
It was reported that the pulse generator went into backup vvi two days in 2009, two days in 2006 and one day in 2005. Each time the device was restored with a user download. As this was a repetitive issue and the patient did not tolerate backup vvi mode well, the physician elected to explant and replace the pulse generator.